Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. The firmware revision and the manufacture date are (a2f, 2007/05).

Event description:
The patient reports that up and down arrow buttons are sticking and intermittently responding for a couple months. Patient reported that the keypad was intact and all buttons spring back as normal. The patient reportedly wore the pump in pocket and did not clean the pump.